Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It was reported that the device was used after damage noted. The xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a xience xpedition stent delivery system (sds) was advanced, with moderate resistance, through the moderately tortuous circumflex (cx) coronary artery and a kink was noted. The stent was deployed on the moderately calcified lesion. At nominal pressure, the sds balloon ruptured and the stent remained at the lesion site. The delivery system was removed and a resistance was met. The distal shaft separated, requiring snare. The snare device, containing the distal shaft, was retracted into the guide catheter and then all was removed as a single unit. The patient was re-wired and additional post-dilatation was performed. The stent was noted fully apposed to the vessel wall. There were no adverse patient effects and there was no clinically significant delay. The patient is in noted stable condition. There was no additional information provided.